Event description:
A caller reported experiencing a cgm error, identified as error 42, with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, and after the reset, the cgm error code did not reappear. The caller successfully started their sensor session, resolving the issue.